Event description:
It was reported that the patient had the artificial urinary sphincter 5.0 cm cuff downsized to a 4.5 cm cuff due to urethral atrophy that caused the patient to have urinary incontinence again. The patient fully recovered following the procedure.